Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The report indicated that: the facility was performing a routine review of their stock, and during this time they noticed this package had a gooey/slimey substance on the inside. It could be a type of lubricant." Images of the device confirmed a clear liquid type substance within the sterile package. The device was not used on a patient.